Manufacturer narrative:
One embolectomy catheter was returned without the stylet or packaging. There appears to be a tubing fracture under the balloon and there is a section of the catheter tip missing. A closer visual examination found the tubing fracture to be located at the #1 inflation hole, under the latex. The balloon latex also appears to have ruptured. The distal section of the catheter body tube, balloon latex and distal windings were not returned. There is about 1.6cm of the catheter tip missing. This break has similar characteristics as seen when the stylet wire is too short and catheter shrinkage occurs. There was no other damage observed. The complaint was confirmed and appears to be related to the manufacturing process. An investigation is being opened to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
The original report stated that the "balloon was ripped". Upon receipt of the used complaint unit, the damage was found to be much more significant than originally reported. Efforts to clarify the complaint and obtain additional details were unsuccessful. It is not known if the separation found during analysis occurred during use on the patient or during handling afterwards. No adverse effects to the patient were reported.